Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump due to the pump falling. Reportedly, the cartridge was reloaded onto the pump. There was no reported adverse impact to the customer's blood glucose level.